Event description:
A 2.1ml med tubing becoming disconnected from needless connector and will not screw into cap and remain secure. This happened 3 times in the past 24 hours that I know of. I was able to identify a lot number for the needleless connector. Continue with vigilance in checking lines frequently.